Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there were numbers across the customer's insulin pump screen. The sensor feature was not on. It was stated there would be a black line across the screen and numberrs. There were reportedly no alarms. A self-test was run. There were no relevant alarms in the alarm history. It was advised to monitor the insulin pump and troubleshoot if the issue were to recur. Customer's blood glucose was 110 mg/dl. Nothing further reported.